Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of 250 ml of vancomycin (1000mg) was programmed to infuse at 130ml/hr (total volume 285) for 2 hours however after 1 hour the bag was empty. The secondary solution was piggy backed to a primary solution of 1000ml of saline. The pump stated 129ml infused when the 250ml bag was noted to be empty. There was no report of patient harm.

Manufacturer narrative:
The failure investigation determined that the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2018-00027 for MDR reporting.